Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an eva bag was leaking from the seam. When in the process this issue was observed is unknown. There was no patient involvement or adverse event reported. No additional information was provided.